Event description:
Caller reported aviva blood glucose results: 05:02 am 148 mg/dl 05:12 am 128 mg/dl 05:15 am 301 mg/dl 05:18 am 427 mg/dl. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.